Event description:
My immune system has declined over the past few years, I have been diagnosed with psoriatic psoriasis, fibromyalgia symptoms, and constant joint pain. As of recent, I was tested for allergies, and tested positive. I believe all of these health concerns started after I had my natrelle silicone filled breast implants put in to replace the previous saline ones I had. My immune system and heart continue to deteriorate the longer my implants stay in.